Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call of the hub stuck in the serter and the needle broke off. The customer's blood glucose was 202 mg/dl at the time of incident. Troubleshooting advised customer on proper insertion technique and that the sensor would be replaced and to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found needle separated from sensor base. Unable to confirm the customer received the sensor in said condition due to the product being returned opened/used.